Event description:
It was reported that one of the patients leads migrated. Reportedly, patient suffered a fall several weeks ago. In turn, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the 2 leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000114839.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 where in the lead was explanted and replaced with a new lead addressing issue. Reportedly, therapy was confirmed post op.

Event description:
Additional information received indicates that during the lead revision procedure on (B)(6)2022 the physician was unable to implant a new lead. Hence, therapy was resumed with the other existing lead. Additional surgical intervention may take place at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Information indicates despite one of the leads had migrated, patient has therapy with the other lead.